Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Right cheek on face, outside of cheek - cut [skin laceration]. Brush attached came off in mouth, main drive shaft had sheared off leaving a razor sharp point / metal pin broke [device breakage]. Case description: consumer contacted via (B)(6) and stated that the brush attached came off in his mouth; the main drive shaft had sheared off leaving a razor sharp point. No serious injury was reported. Follow-up: the consumer stated that the metal pin had broken.